Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign material remained because the reprocessing deviated from the instruction manual. Although customer is trained as per omsi training/ instructions for use, however, customer performs pre-clean steps without any delay. It is likely that sufficient brushing could not be performed by customer which cannot be denied. The detection method is described in the instruction manual tjf type 150 operation manual chapter 3 preparation and inspection and preventive measures are described in the instruction manual tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and angulation was reduced and the knobs had play. Also, evaluation found the bending section cover adhesive was detached, the protector of the universal cord on the control section side was cut, the universal cord was sticky, the water removal ability did not meet the standard value due to deformation of the nozzle, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the duodenovideoscope was not good. An olympus representative checked the scope and found angulation was reduced in all directions. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had foreign material and the scope cover was dirty. The report is being submitted due to foreign material on the forceps elevator and the scope being dirty found during evaluation.